Manufacturer narrative:
Product event summary: manufacturer¿s analysis did not confirm the customer comments that the programmer switched off, was slow to start up, and had a non-functioning printer. It was noted that the upper handle was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer switched off while in use with the analyzer. It was also reported that the programmer was very slow to start-up, and the printer did not work. The programmer has been returned for repair. No patient complications have been reported as a result of this event.